Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a station crashed repeatedly and machine in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device hardware had failed and disconnected mode due to battery failure. A field service engineer (fse) addressed a station issue where the screen was black, and the unit was not turning on. Customer reported the station had gone down three times. Troubleshooting steps included power cycling, disconnecting components, reseating the hard drive, and inspecting connections. Found a loose power cord at the back of the station, reseated it, and successfully rebooted. Ran multiple tests on all drawers to confirm resolution. Followed up with the customer the next day, and they verified the issue had not reoccurred. Repair was tested and confirmed by the customer. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a station crashed repeatedly and machine in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.